Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and investigation; the customer's report was observed during review of the device activity log. However, the customer report was not duplicated with the device after extensive testingincluding bench handling and full functionality stress testing with a known good ECG cable and multi-function cable on simulator. The multi-function cable receptacle was replaced as a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. The multi-function cable used at the time of the reported event was not returned for evaluation. A replacement multi-function cable was sent with the device. Analysis for reports of this type has not identified an increase in trend.